Event description:
Patient involved in a fall from his motorcycle who experienced a right shoulder injury. He subsequently underwent shoulder surgery and required an interscalene peripheral nerve block. Post-op placement of peripheral nerve block complicated by approximately 3-5mm tip of catheter shearing off into the patient and becoming retained. Return to surgery to remove not indicated due to risk of removing greater than the benefits. Diagnosis or reason for use: post op pain control. Is the product compounded: no.